Event description:
It was reported that the patient required revision surgery as the patient felt slightly unstable, resulting in a change of the polyethylene insert and primary resurfacing of the patella.

Manufacturer narrative:
If additional information regarding the reported event becomes available, the investigation will be re-evaluated accordingly and provided in a supplemental report.

Manufacturer narrative:
See d4 expiration date, h4, h6, and h11 the agent reported "(patient felt slightly unstable, resulting in change of poly size and primary resurfacing of patella)". The previous surgery and the surgery detailed in this event occurred 2 years and 3 weeks apart. Note: the previous d-ticket was not provided and a search of djo records produced no results, therefore, the items could not be verified. This evaluation is limited in scope as the item associated with this investigation was not returned to djo surgical - austin for review. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported device was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. Note: the previous d-ticket was not provided and a search of djo records produced no results, therefore, the items could not be verified. This evaluation is limited in scope as the item associated with this investigation was not returned to djo surgical - austin for review. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported device was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause of this complaint was a revision surgery due to instability. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, inadequate soft tissue support, patient activities or trauma.